Event description:
Caller stated that she removed her g7 sensor for replacement, a day later she started feeling pain in that arm, red and swollen. She met with her primary care physician because the pain persist and was referred to a surgeon because he was unable to remove the needle. She met with the surgeon and was told it is safer to leave the needle in her arm than to remove it. She also stated that she will never be able to do an MRI because of this incident.